Event description:
A caller reported a malfunction on a pump characterized by malfunction code 12, with a fault ID of -0x2071. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.